Manufacturer narrative:
On an unknown date the patient was tested by the beckman method with the following results (the units of measure were not provided): tsh: 0.89, t3: 0.8, t4: 88.6, ft3: 2.6, ft4: 0.99, anti-tg: 2.16, anti-tpo: <0.01.

Event description:
The initial reporter complained of results not corresponding to the clinical picture for 1 patient tested for elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii results. On (B)(6) 2021 the patient had an ft4 ii result of 3.1 pmol/l and an ft3 iii result of < 0.4 pmol/l. On (B)(6) 2021 the patient had an ft4 ii result of 3.86 pmol/l and an ft3 iii result of < 0.4 pmol/l. The results were reported outside of the laboratory. The results suggested secondary hypothyroidism; this did not match the patient¿s clinical diagnosis. The e602 module serial number was (B)(4).

Manufacturer narrative:
For the beckman results provided on the initial report, the unit of measure for ft3 was pg/ml and the unit of measure for ft4 was ng/dl. A new sample from the patient was submitted for investigation. The customer's low ft4 and ft3 results were reproduced. Further investigation of the sample confirmed an interference against the ruthenium component of both the ft4 and ft3 assays. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.